Event description:
Report received that the rollator was being used by an elderly female in an assisted living home. When walking with the rollator, one wheel reportedly fell off, causing the rollator to flip out from her grip and the end user and the rollator fell. She received bruises from the fall; no other injury occurred. The report source (the end user's niece) did not know which wheel came off. When she retrieved the rollator from her aunt, both front wheels were loose. She had her son look at the rollator, and states that it appears to them that over time, the bolts for the two front wheels worked their way loose. She states that they needed to use the rollator one last time before sending it for evaluation, so they put the screws back in, they seemed to be tight and stable, but for peace of mind they glued the area. No additional information was available.

Manufacturer narrative:
As reported in section b5, the rollator wheels were screwed back into the legs and the area was glued before it was returned for evaluation. Upon receipt of the item, it was observed that the customer had used a wrench that did not properly fit to adjust the screws. The wrench left scratches on the nuts and broke the caps on both forks. A white residue was noted on both screws, but it does not appear to be binding the screws. Both wheels are missing the loctite thread lockers, which may have been removed by the customer, when they adjusted the screws. The screws were removed and evaluated. The right front wheel screw had a very small stripped area. It appears as if the rollator was used with a wobbly wheel, which caused the minor stripping. No issues were found with the left front wheel screw. It appears that the screw worked loose over time, as the customer continued to use it with a wobbly wheel. The instruction manual supplied with the rollator instructs the following: before using make sure that all parts are secure and the rolling walker frame is fully opened and in the locked position. The walker should be checked periodically to ensure the brakes are functioning properly and that all nuts and bolts are secure.